Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and failure analysis investigations could not replicate or confirm the customer-reported complaint. External and internal visual inspections, manual articulation of inputs, and electrical continuity tests were performed, and the reported complaint could not be reproduced. The electrical continuity test passed. Failure analysis did not confirm the customer-reported event of broken conductor wire. However, the instrument was found to be not fully functional, with a product issue identified as a frayed grip cable. Additional findings not reported by the site: the instrument was found to have a frayed grip cable at the distal end. The probable root cause of the customer-reported complaint could not be determined based on the information provided and failure analysis results. The probable root cause of frayed grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user noticed that the maryland bipolar forceps instrument had a broken conductor wire. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.